Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. . Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in an unspecified number of bd¿ blunt fill needles. The following information was provided by the initial reporter: "after we found the 2 lots, our storeroom provided us with new needles and upon inspecting those we found that those were also affected. That was a separate lot than the first 2 we initially found. Customer found 5 needles with foreign objects on needles. Various other needle hubs have black spots on needle shield or plastic hub."

Event description:
It was reported that foreign matter was found in an unspecified number of bd¿ blunt fill needles. The following information was provided by the initial reporter: "after we found the 2 lots, our storeroom provided us with new needles and upon inspecting those we found that those were also affected. That was a separate lot than the first 2 we initially found... Customer found 5 needles with foreign objects on needles. Various other needle hubs have black spots on needle shield or plastic hub."

Manufacturer narrative:
H6: investigation summary it was reported the customer received affected needles. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows four packaging blisters that have units with black specks in the plastic shields. The other two photos show a needle with no plastic shield and foreign matter adhered to it. A device history record review was completed for provided material number 305180, lot numbers 2144983 and 2175384. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.